Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had sticky buttons had to press much harder and multiple times to get a response and unexplained no delivery alarm. The insulin pump had battery life was diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.